Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The root cause was determined to be a low transmitter battery that led to a transmitter failure. The product was evaluated the device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "the root cause could not be determined."

Event description:
The root cause was determined to be a low transmitter battery alert.